Event description:
The user facility reported that during a therapeutic hysterectomy with resection of poc (product of conception), polypectomy and d&c (dilation and curettage), the patient sustained second to third-degree burn on her right thigh from the ground plate. The user reported that the electrosurgical unit did not alarm, but one of the users noted smoke coming from the grounding pad, and the user had observed that the grounding pad was folded back on one corner. The surgery was successfully completed using a different grounding pad. The patient was transferred to the recovery room after the procedure, and the patient was provided medication and appointment with a plastic surgeon. The patient was said to have been released from the user facility on the same day, and has been referred to a plastic surgeon.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that at the time of the event, the users reported that the users had noted that the grounding pad was folded up at the corner. Shortly after the event, the users noted that the area of the burn on the patient's leg was of a similar shape as the burned corner of the grounding pad. The device referenced in this report was returned to olympus for evaluation. The electrosurgical unit was returned along with the (B)(4) footswitch, and non-olympus patient plate. The evaluation revealed that the electrosurgical unit worked appropriately when tested with the returned equipment and olympus test equipment including high frequency cable and electrode. The evaluation noted evidence of thermal damage consistent with arcing on one corner of the returned patient pad. Based upon the results of the investigation, it appears that the cause of this phenomenon was related to the inadequate contact between the patient and patient grounding pad. In addition, olympus does not recommend or support the use of bovie patient grounding pad. The device has been serviced and it was returned to the user facility. This report is being submitted as an MDR in an abundance of caution.